Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-02272. Reference MFR. Report: 1627487-2019-02273. It was reported the patient experienced little to no pain relief with the scs system. Reprogramming attempts were unsuccessful, and diagnostics were unremarkable for impedances. The patient did not experience any known trauma. To address the issue, the physician explanted the scs system on (B)(6) 2019 without complication.